Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that an automatic lead safety switch from bipolar to unipolar pacing configuration, occurred. Device review indicated that a high pacing impedance measurement, greater than 3000 ohms, occurred on the right atrial (ra) lead from another manufacturer. Myopotential noise oversensing and pocket stimulation also occurred after the switch to unipolar pacing. It was found that the ra automatic threshold (raat) test was set at 5 volts and isometrics could not reproduce any noise. The raat test was turned off and the lead was programmed to split configuration with unipolar pacing and bipolar sensing. It was thought the high impedances were due to a spring contact issue. This product remains in service. This report will be updated, should additional information be received.